Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to manufacturer report #6000048-2008-0002 for a description of the second event. An ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure in 2007. According to the complainant, the "cutting wire snapped" during the sphincterotomy.

Manufacturer narrative:
A visual examination of the returned device revealed that the cutting wire was bent, discolored and broken, and broken ends of the cutting wire appeared burnt melted (see figure 1, page 3). The burnt and melted cutting wire indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unk, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the device history record for the pertinent lot revealed no anomalies. A search of the complaint database revealed no additional complaints reported for this lot. The november 2007 15-month ultratome xl sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.